Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product is returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this device exhibited battery depletion (bd) code when it was going to be deactivated as the patient was going into hospice. Subsequently, the device was explanted due to premature battery depletion. No additional adverse patient effects were reported.